Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: (hematuria): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 75 year old male patient on impella cp for acute myocardial infarction. It was reported that during support, the patient developed hematuria and had less than 30 cc/hr. The patient was eventually escalated to an impella 5.5 and the cp was discarded by operating room staff. The hematuria resolved.